Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon additional information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot sp200165 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 07/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an unknown surgery and was implanted with a strattice device lot ¿sp200165¿ on (B)(6) 2020. The patient underwent an ¿opening of abdominal wound with drainage of abscess and wound infection with debridement of necrosis and any remaining small amount of strattice mesh with irrigation and wound vacuum placement along with re-suturing of small area of colostomy to a dermal tissue at 5 o'clock position through a laparotomy incision¿ on (B)(6) 2020.the form lists the conditions that were treated were ¿disintegrated mesh, abscess, infection¿ on or about (B)(6) 2020. The patient was treated for a ¿enterocutaneous fistula¿ on or about (B)(6) 2024. There is no report of hernia occurrence or recurrence in the record. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.